Manufacturer narrative:
The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6).

Event description:
There was no reported patient impact associated with this complaint. The pump was returned to animas and evaluated. Evaluation revealed that keypad button presses did not activate desired pump functions. The pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive was found under the button contacts.